Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported black liquid/foreign material leaking from the port could not be determined, as the device was not returned to olympus for evaluation. The event may be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was black fluid pouring out of the ultrasound gastrovideoscope's port during reprocessing. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. Customer sent the device to a 3rd party for repair, therefore the device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.